Event description:
After treatment with bovine collagen the physician observed tissue shrinking, indurations in the form of nodules and redness that can be seen and felt at the treatment sites. The physician treated with intralesional triamcinolone. This is the same event and the same pt reported under MDR ID# 2939859-2004-00399.